Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the device was fired and apparently there was improper staple formation. It was used in the rectum low in the pelvis and they had the pin set and they closed the instrument and were within the green firing range; fired the instrument and all seemed normal. They transected the bowel, opened the stapler and removed it. The rectum just opened up and they saw multiple unformed staples. They everted the rectum transanally, placed a purse string suture circumferentially. They put the rectum back through inserted the circular device and extended the trocar tip through purse string opening, coupled with proximal bowel anvil and fired the stapler. There was no adverse consequence to the patient.